Event description:
It was reported that during an esophagectomy procedure, the clips were fired in the thoracic region. Towards the end of the surgery the surgeon revisited the site of the surgery where the clips were fired, he found that the all clips had come off from the blood vessels and it was profusely bleeding. The clips deployed seem to have not locked into position and had come off the blood vessel which led to bleeding. Unknown how case was completed.

Event description:
The lay user/patient contacted lifescan alleging the meter is reverting to setup mode. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(6).